Manufacturer narrative:
Product event summary: the afr-00001 with lot number 023107680, the patient data files, and three image files were returned and analyzed. During visual inspection, the catheter was found to be intact, with no defects or nonconformities. Testing for shorts and mapping were performed and showed an open circuit on electrode p2. No shorts were identified to the catheter braid. Further testing was not able to be performed due to the p2 open circuit condition. Review of the data files showed time stamps and errors that were related to the procedure. Review of the image files showed multiple instances of increased temperature with drops in current limit during radiofrequency ablations (impending steam pops). In conclusion, the reported steam pops were confirmed during device data and returned product analysis. The catheter did not pass the returned product inspection due to an open circuit condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ablation with radiofrequency on the cavotricuspid isthmus (cti) line using the sphere 9 catheter, a steam pop occurred. The  procedure was completed without any impact from the event.  No further patient complications have been reported as a result of this event.